Event description:
Customer reported the advantage system gave a blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl. She took insulin based upon the result and ate a bowl of cereal. She experienced symptoms of hypoglycemia about 30 minutes later, required treatment by layperson. A request was made for the return of the device and a replacement was sent.